Event description:
(B)(4).

Event description:
It was reported, the programmer will not boot up. The screen is black and has an error message. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, the programmer passes functional testing and no anomalies were found. It was noted that the upper case was broken at the carrying handle and the power cord bay door was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.